Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.